Event description:
On (B)(6) 2009, the pt was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk ipsilateral leg component was deployed on the right side without incident. When introducing the 18 french gore introducer sheath, the sheath caught on to the ipsilateral limb of the trunk ipsilateral leg component and pushed the trunk ipsilateral leg component 5-6 cm proximal to the lowest renal artery. The physician opted to get a wire up and over inside the trunk ipsilateral leg component and snare the device back down below the lowest renal artery. The physician continued the procedure without incident. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.